Event description:
Nerve root and dura tear. Fracture of the t-pal spacer white plastic broke into 3 pieces. Bone graft was not used.

Event description:
Pt underwent an l4-s1 matrix tpal procedure. The procedure was performed as a mini open wiltse approach. The surgeon performed the tlif portion first and then followed with pedicle screws. The tlif at l4-l5 went well with insertion of a 16mm tpal spacer. During impaction of the 15mm tpal spacer at the l5-s1 level, the spacer broke nearly in half where the central lumen resides. Either during retrieval of the broken pieces or when the implant broke, pt experienced a dura tear. Surgeon performed a midline incision to repair the dura tear and was able to place another implant which extended the case 2-3 hours. Upon placement of the second tpal spacer, the spacer would not release from the tpal spacer applicator inner shaft (03.812.003). Surgeon used two different applicators and experienced the same issue. Surgeon disassembled the instruments and was able to wiggle the spacer from the applicator for release. A larger spacer was used to complete the procedure. Spacer was discarded by the hospital. Surgeon continues to monitor pt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device was not returned. The mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant device reported in error; no concomitant device.

Event description:
This is report 1 of 4 for file (B)(4).